Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen. The patient experienced an adverse event which occurred an unspecified day after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient experienced hypoglycemia with a blood glucose of 18 mg/dl. There was no information about the medical intervention, symptoms, or treatment. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.